Event description:
It was reported that the device made the patient feel worse and made the pain worse. It was noted that the device was explanted. It was noted that the patient was alive with no injury at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 387345, lot# v907598, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: screening device: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID neu_siliconeanchor, lot# unknown. Product type: accessory: product ID neu_siliconeanchor, lot# unknown. Product type: accessory: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4). Analysis results were not available at the time of this report. A supplemental report will be filed when analysis results become available.

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4) showed no significant anomalies. Analysis of both lead models 3778-45 lot #s va04udm012 and unknown showed no significant anomalies. Analysis of both extension models 3708140 serial # (B)(4) and (B)(4) showed no significant anomalies. Analysis of both anchor accessories showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.